Manufacturer narrative:
The device was returned for analysis. The reported knot advancement issue could not be replicated in a testing environment as the suture with the knot was not returned and it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, as the knot was attempted to be tighten with the knot pusher, it was not able to be advanced into the vessel wall even though a nick and spread incision was performed prior to the device issue. As a second time was attempted, the operator pulled the cutting mechanism by mistake and cut the thread. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.